Event description:
Home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error (se) 2240 message that appeared on the display of hp's homechoice machine during dwell 4 of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, after the alarm, hp cycled the homechoice machine on/off several times, and continued a new therapy using the same supplies. Per hp, no pt injury or medical intervention was associated with this incident.